Event description:
It was reported that the ilet issued alert 65 indicating the audio alarm was not audible, and the alert persisted after a restart with sufficient battery; the event was handled as an alarms malfunction. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a mechanical problem was identified consistent with an audio over/under current condition affecting the alarm function. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.